Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'downstream inclusion' which was reproduced as a false downstream occlusion alarm. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by an out of specification force sensor and downstream tubing guide. The force sensor was calibrated and the downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a 'downstream inclusion'. There was no patient involvement. No additional information is available.